Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that versacare frame (product code p3200h000010, serial number (B)(6), had bed priority nurse call not sending signal to nurse call. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.